Event description:
Legal dept. Was made aware of action being taken in regard to a revision that was required due to a charite artificial disc having been implanted in the disc space backward. As surgical intervention was required.